Manufacturer narrative:
An event of heart block (left bundle branch block/lbbb) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of arrhythmia, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4.16mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the lbbb occurred after the pre-balloon aortic valvuloplasty (pre-bav) but did not resolve after the procedure. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that procedural conditions (pre-bav and/or implant depth) contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. The patient was placed under local anesthesia for procedure. It was noted after a pre-implant balloon aortic valvuloplasty using a 2mm non-abbott device, that the patient developed a left bundle branch block (lbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 4.16mm and the final left coronary cusp implant depth was 4.98mm. At the end of procedure the patient's lbbb persisted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure due to this event. The patient was moved to the cardiology department with a temporary pacemaker in place, but no permanent pacemaker will be implanted. On 04 april 2024, it was noted that the patient developed a transient first degree atrioventricular block. There was no other intervention performed. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.